Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available to stryker.

Event description:
It was reported tht the .062 wire from the precise, seemed to meld into the plate - 451-1062 is the incorrect wire to be used with the precise set. A field notice was issued to return the .062 wire (451-1062) in exchange for the wire that is intended to interface with this plate (.059 wire, 451-1059) in (B)(6) 2013.